Event description:
During a therapeutic ureteral stent placement procedure, one of the loops detached from the base of the stent. There were no reported pt complications due to this event. The procedure was completed after successful placement of another ureteral stent.